Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: corrected data: g4: awareness date reported on follow up 2 report as november 22, 2019 but should have been january 22, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.108.002, lot: 9573548, manufacturing site: bettlach, release to warehouse date: september 09, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no nonconformances related to the reported complaint condition were identified. Remark: there is a supplier non conforming report as it was detected during incoming inspection before welding that 13 pieces of this guide block lot had impression marks. This was finally accepted as this visual deviation had no influence on the functionality of the device. Visual inspection: the aiming block is in a used condition, there are slight nicks and scratches all over the device. Both tips are worn on the top. One of the 2.8mm holes has a slight burr at the forefront. The other 2.8mm hole has a strong burr at the forefront, also is in this hole a burr on a depth of about 6mm visible. Functional test: a functional test was performed with an at the customer quality (cq) department available 2.8mm guide wire, part 292.680. The wire could be easy inserted in the hole with the slight burr at the forefront. On the other hole the wire gets stuck at a depth of about 36mm from top and about 6mm from the front side, exactly at the depth were the burr in the hole is visible. The complained malfunction that a 2.8mm wire could not be inserted into one of the holes of the aiming block can be reproduced. Dimensional inspection: checked dimensions with caliper per drawing: hole diameter forefront (functional hole) - pass hole diameter forefront (non-functional hole) - pass drawing specification review: drawing was reviewed to verify the relevant dimension of the aiming block. This drawing versions was in place for more than 10 years. The current revision of this drawing has the same specification for the hole diameter. Based on that, a design related issue can be excluded. Investigation conclusion: the complaint is confirmed as the wire does not pass one of the 2.8mm holes as complained. The evaluation has shown that this is caused by a burr within the hole. Based on the age and the used condition, it can be assumed that this aiming block was used many times previously without any issues which shows that the internal burr was caused post-manufacturing. Based on the provided information, the exact cause of this occurrence cannot be defined, it can only be assumed that any occurrence during the k-wire insertion or removal caused the burr within the hole, this would also explain the the strong burr at the forefront of this hole. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent varus derotation osteotomy of the left femur for internal rotation contracture with the aiming block in question. During the surgery, a kirschner wire (2.8 mm in diameter) could not be inserted into one of the holes of the aiming block. It could be inserted into another hole of the aiming block. The surgeon used the same instrument for the demonstration after sterilizing it rapidly and the surgery was completed successfully. During sterilization, the surgery was interrupted for about 15 minutes. The surgeon commented that the hole of the aiming arm in question might be smaller than the proper size. No further information is available. Concomitant device reported: unknown kirschner wire (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is for one (1) pediatric lcp hip plate guiding block for 5.0mm screws. This is report 1 of 1 for (B)(4).